Manufacturer narrative:
Initial reporter last name ¿ (B)(6). Initial reporter facility name - (B)(6) hospital. Initial reporter address: (B)(6). Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to the patient. During infusion, it was observed that the device was delivering the medication slower than expected. After the therapy time was completed, the device had not infused all the medication dose (it had infused 97 ml in 48 hours, which was much less than expected, almost nothing). The device was filled with 5-fluorouracil 3168mg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from october 15, 2021 - october 16, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.